Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/07/2025 the user reported experiencing hypoglycemia with blood glucose (bg) levels of 63 mg/dl while using the ilet bionic pancreas system. The user was incoherent and required assistance from a caregiver who provided oral carbohydrate treatment (gummies). The event resolved following carbohydrate intake, and no hospitalization or medical intervention was required.